Event description:
Procedure: lung resection. According to the reporter: after the 1st firing, the jaws would not open. Additional resection of tissue was done to remove the device. Used other device to continue the case.

Manufacturer narrative:
(B)(4)